Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 02-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins gets warm when pt charges since implanted, since day one. Pt does not think it is the paddle (recharger). The paddles does not get warm. It is the ins that gets hot. Pt said the ins is located down lower, in a butt cheek, just "under my right love handle". Pt tried charging over underwear and pants. The rep also assisted pt lowering the recharging mode. Pt thinks the rep also tried using a different paddle. Ins still gets warm. Pt wanted to know if it was normal and whether other people had issues. Pt also reported since implanted they were not getting coverage on the left side. It is getting stronger like pt feels it up higher location wise than before and no as much in their lower leg on the right side. The reps tried different programs to get coverage on the left side. There was one time when pt got some coverage but it was too strong on the right side. It was crippling, pt could not function because it was too strong. Hcp did an x-ray on the 16th and it showed the leads had moved and pt lost cove rage. Pt said shifting of the lead would explain why they felt the coverage higher up. Pt had no falls/no trauma. Pt mentioned they had no issues when they had a trial. Pt is scheduled to meet with the rep tomorrow to see if there is another program that they can do to get this fixed. If not resolved by reprogramming, hcp would have to go in and fix the leads.